Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.

Event description:
Fluid build up around both knees/knee effusion [joint effusion], stiffness in both knees [joint stiffness]. Case description: a spontaneous report was received on (B)(6) 2010, from a (B)(6) female patient, initials (B)(6), who experienced fluid buildup around knees, knee effusion, and stiffness in both knees after treatment with synvisc one. The patient had a history of previous treatment with synvisc (3 injections one week apart in both knees in (B)(6) 2009). On (B)(6) 2010, she received an injection of synvisc one into each knee. She reported that she experienced fluid buildup around both knees, stiffness in both knees and used crutches the last few days to walk. On (B)(6) 2010, she was seen in her physician's office where 50cc of fluid was removed from the right knee and 12cc of fluid from the left. Treatment included a steroid injection in each knee and lodine. On (B)(6) 2010, she returned to the physician's office and 60cc of fluid was removed from the right knee. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.